Event description:
Patient underwent a percutaneous endoscopic gastrostomy tube today. Used a 24fr boston scientific peg pull kit. The snare used broke and was not functional part way through the case. Case was able to be completed but using atypical method. In essence, the snare has a metal wire that runs through a plastic tubing that goes through the endoscopy scope and when opening and closing the snare the metal wire stripped off the plastic and eventually this damage caused the snare unable to be closed fully.